Event description:
While performing a bone marrow biopsy and aspiration, the bone marrow aspirate needle deformed upon being inserted into the patient's bone. As a result of the needle bending, the stylet became jammed within the needle and could not be removed. With increased effort, which risked needle dislodgement, the stylet was eventually removed, and the procedure was completed successfully.